Manufacturer narrative:
(B)(6). The device was manufactured from may 5, 2016 to may 6, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced underinfusion. The folfusor was filled with 3000mg of fluorouracil hs and 1 mg of sodium chloride 0.9%. The infusion time was 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.